Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 235 mg/dl. Troubleshooting could not be performed because the customer had lost the insulin pump during his hospital stay. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.